Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-dec-2017 with the following findings: a review of the pump¿s black box and alarm history showed evidence of power loss events on the date of the alleged complaint. During testing, the pump was found to intermittently power on with the returned power cap to a dim and discolored display. The threads of the returned battery cap were found to be damaged. The returned battery cap showed evidence of moisture corrosion. Multiple cracks were observed in the battery compartment. A leak test was performed and a leak was identified in the battery compartment. The pump completed the 24 hour duration test with a test battery cap without any power issues, reboots, or call service alarms.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be tightened, the yellow o-ring was visible, the battery compartment was cracked, the battery cap threads were stripped, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.